Event description:
No blood glucose levels reported. The customer reported receiving a lot of inaccurate low alerts from the insulin pump. The customer further reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported receiving an option to suspend insulin from the infusion pump. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.